Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box indicates a low battery warning followed by power loss. The pump was programmed for a 24 hour duration test and the pump had power loss during the 24 hour period and replace battery alarms were observed in history. The pump current draw readings were higher than normal. The pump cover was removed and the component u24 was found defective causing short battery life. The component u24 was removed and current draw returned to normal.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.